Event description:
It was reported that when opening the packaging of a (B)(4) filter, it appeared the filter was already deployed inside of the packaging. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information: device evaluated by MFR, eval summary attached. Device evaluated by manufacturer: analysis of the returned introducer catheter revealed that the filter was not returned with the introducer carrier and the paper safety sleeve was in place around the handle of the introducer catheter and that the trigger (thumb switch) had not been unlocked or moved down the deployment track. The capsule was examined for any damage and no issues were noted. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that when opening the packaging of a greenfield vena cava filter, it appeared the filter was already deployed inside of the packaging. The procedure was completed with another of the same device. No patient complications were reported.